Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. For any product information received.  Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation papers allege the patient suffered pain and excessive chromium and cobalt blood levels. Update rec¿d (B)(4) 2014 - medical records received. Patient revised to address acetabular loosening and malpositioning. History of periprosthetic bone fracture 2 days after implantation. Upon revision, bearing surface wear, effusion, metal toxicity, osteolysis, grayish stained tissue, cloudy white proteinaceous fluid, metallosis, and dense scarring were noted. The stem and sleeve are being added for elevated metal ion levels. The stem remained in situ. This complaint was updated on: (B)(4) 2014